Event description:
It was reported that the patient experienced inadequate stimulation. A tomography scan did not reveal any issues. The patient underwent a procedure to check the spinal cord stimulation lead position and it was then found that the lead was broken. The lead was replaced and there were no reported complications postoperatively.

Manufacturer narrative:
The returned lead was analyzed and revealed that the lead was cleanly cut into three pieces near the proximal end of the lead. The paddle end portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. The damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation. A tomography scan did not reveal any issues. The patient underwent a procedure to check the spinal cord stimulation lead position and it was then found that the lead was broken. The lead was replaced and there were no reported complications postoperatively.